Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, the left ventricular lead became stuck in the catheter. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.